Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspections by staff, the cardiosave intra-aortic balloon pump (iabp) safety disc leak test did not pass several times. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d1, d4(version or model #, catalog #, UDI #), d9, e1(event site postal code - 0030027), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer evaluated cleaned the inside of the main unit and conducted an inspection based on the inspection record sheet. During user inspections by staff, it is pointed out that safety disc leakage tests sometimes fail. Fse conducted an all manual test, but all passed, but just to be safe, replaced the safety disk and tested for leakage, but the last test did not pass, so installed another new safety disk and passed the test. The failure analysis and testing department received the following parts safety disk, safety disk . These parts were received with a reported unit failure message of leak test fails. Performed visual inspection of these parts received and all parts looks to be in good condition. Installed safety disks into the cardiosave test fixture and tested separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. For safety disk: the failure analysis and testing department could not verify the failure message of leak test fails. Safety disk passed testing with result of leak diff. Pres. -3mmhg, the factory specification is +- 10mmhg. Retaining this safety disk in the fat dept. Per procedure 0002-07-d008 rev aq. For another safety disk: the failure analysis and testing department could not verify the failure message of leak test fails. Safety disk passed testing with result of leak diff. Pres. 0mmhg, the factory specification is +- 10mmhg. Retaining this safety disk in the fat dept. Per procedure 0002-07-d008 rev aq.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.